Event description:
Talked to operating room circulator and stated that during a procedure, they had to change out the trocar several times because they were allowing air to escape during a procedure. There were 2 cb5st x-cel trocar sleeve with stability sleeve 5mm x 75mm with lot # 2064020 that expires 6/2015 which allowed air to escape. And a bladeless trocar which will be under another medwatch. The patient came in via (B)(6) and went home the same day. Have not found where patient has been readmitted through (B)(6) since surgery.